Event description:
Customer reported that the transmitter light did not blink green when connected to the charger. Customer also reported that the sensor was not inserted in the body, but the cannula was not connected to the rest of the sensor. Blood glucose level was 82.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.